Manufacturer narrative:
Post market vigilance led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the activation button was stuck inside the device handle body. The reported conditions of device did not activate and the device activation button latch on was confirmed. Pmv could not perform device testing on tissue due to the activation button being latch on. It could not be confirmed if the device locked on tissue due to the activation button issue. The manufacturing engineer was notified and confirmed that the product did not meet specifications. Examination of the device revealed that there were no manufacturing related causes for this event. The portion of the switch mechanism appears complete and correct with no anomalies; however, the purple button does not return and the device self-keys. When the purple button and return spring were removed the off-the-shelf button assembly would still not return. It app ears the something within the commercially available off-the-shelf (cots) switch that is soldered to the circuit board is not working properly and can stick intermittently preventing self-return. A specific root cause for the cots switch button not returning or de pressing properly could not be determined. The device was activated during the surgical procedure prior to the button not returning. No trend has been identified for this failure mode. The investigation identified the root cause of the reported event to be activation button failure. The harm for this non-conformance identified in the lf17xx risk analysis is rf burn, section 5.1 due to button stuck. The severity is 5 and the occurrence is 2. There was a reported injury to the patient or the user as a result of this non-conformance. The severity identified in the current risk analysis is appropriate. This is the first patient injury occurrence of this non-conformance in approximately 1,400,000 devices produced in the past 20 months. The occurrence identified in the current risk analysis is appropriate. The occurrence rating is 2 which means the frequency is 1 in 100,000. 1/1 ,400,000 patient injuries is well within the expected occurrence. No formal investigation is required for this non-conformity. This non-conformance will be monitored. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during oophorectomy with salpingectomy, the tactile switch would not return to initial position and could not activate. The device was removed from the tissue by additionally resecting the tissue. They used another like device to complete the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.